Manufacturer narrative:
Because the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function, this event is reportable per 21 cfr part 803. Typically, rotary niti file separations that result in injury are reported via asr exemption # (B)(4). However, due to the unusual circumstances of this event, it is being reported as an individual MDR. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Exemption # e2007004.

Event description:
It was reported that there was a breakage of a proglider 25mm file at the tip inside the distal canal that was not immediately recognized by the dentist. During the following treatment with the waveone iso 25 file, the broken part of the proglider file was pushed inside the mandibular canal. The patient had strong pain, which was thought to be a reaction of rinsing with naoci. Since the waveone file was not shorter, the dentist did not suspect a file breakage. On the next day the patient complained about paresthesia at the lip and so the dentist prescribed decortin 5mg and ibuprofen. Because of the ongoing pain the patient was transferred to a university clinic for rehabilitation.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
The patient was forwarded to the (B)(6). There the nerve was exposed and the broken part could not be found. Afterwards another x-ray was taken and it was detected that the operation was done 2mm aside, so the operation failed.